Event description:
The product was used during a thoracoscopy wedge resection procedure. Reportedly, the instrument did not cut and the staples did not form properly. The surgeon performed a laparotomy to complete the procedure. The hosp has reported the pt's condition is satisfactory.